Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited that the adhesive part of the objective lens had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. The instruction manual operation manual, ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.